Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer reported that the unit is not powering up. The reported problem was verified during evaluation. The li-ion battery was replaced to remedy the problem. No emerging trend based on similar reports.